Event description:
Litigation alleges that the patient suffered pain, disability and excessive levels of chromium and cobalt. Update: (B)(6) 2013- medical records received. Patient was revised to address osteolysis, metal fretting and scratches on the trunnion and metallosis. The surgery took 3 times longer than a normal surgery due to well-affixed implants, and the need for bone-grafting. Patient is bilateral. The stem and sleeve are being added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.